Manufacturer narrative:
(B)(4). Date sent 6/26/2024. D4 batch # unk. B3: only event year known: 2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Did the leak found intra-op or post-op? Intra-op. 2. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. Yes, but not sure that is staple line missing or malformed staples. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure and after firing the cdh29p, the surgeon checked the anastomosis site and found leakage. So the surgeon use suture to fix this problem. There was no surgical delay. The procedure was successfully completed. There were no patient consequences. Hcp did the inspection after fired cdh29p for general inspection process. Leakage was found and addressed by 2 stitches. Currently patient status is fine. No patient impact caused by this event was found.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch #438a16. Corrected data: d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with the anvil missing. Only the casing half washer was present and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples and a new washer was placed on the device. Upon functional testing, the device was reset by itself without pressing the firing trigger and when the test battery was inserted, the device fired instantly without pressing the trigger. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. However, the device was disassembled in order to verify the condition of the internal components and upon disassembling, evidence of corrosion was noted on the gearbox assembly and wire harness assembly. Additionally, corrosion was found on s1 switch causing an open circuit. The s1 switch was cleaned and the device worked as expected. No malformed staples were noted at any time during the testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the corrosion that entered switch s1. One possible cause for this condition may be exposure to cleaning solutions. Please reference the instruction for use for more information. The event described could not be confirmed as no malformed staples were observed. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. A manufacturing record evaluation was performed for the finished device batch number 438a16, and no non-conformances related to the reported complaint condition were identified.